Manufacturer narrative:
Review of manufacturing history and lot specific complaint history was not possible as the lot number identity was not available. Engineering review of the information provided indicates a 2-year complaint history review did not reveal any previous reports of this nature for any of the part numbers in the acpxxx family of simplicity anterior cervical plates. All simplicity acp plates go through 100% inspection after final assembly to ensure that the locking rivets do not cover the screw hole as well as to check the functionality of the locking rivet. The 100% inspection process mitigates distribution of faulty acp plates. In this instance, the plate was bent to provide additional lordosis prior to implantation and it is possible that the circumstances during the bending resulted in the rivet covering the screw hole. The simplicity acp237 instruction for use (IFU) lbl-IFU-005, states under warnings: "6. It is recommended that the locking rivets should only be engaged once or disengaged once, if necessary". From the surgery notes it is clear that the locking mechanism was adjusted once prior to surgery and once during surgery. Due to great screw fixation the plate was left in place by the surgeon with two rescue screws added as a precaution. No clinical issues reported as of the writing of this memo. No evidence was found that the product did not meet specifications. However, the locking mechanism was adjusted once prior to surgery and then engaged again during surgery. The IFU warns against potential issues when the locking mechanism is adjusted multiple times. It is recommended that if a similar scenario arises in the future, then the surgical representative replace the acp implant with a new plate from the implant caddy instead of adjusting the locking rivet. As this is the first report of this nature received, the need for corrective action was not indicated.

Manufacturer narrative:
There was no patient injury involved in the reported event. The issue is being reported as a malfunction that could result in patient injury due to the doctor's concern with the possibility of the loose locking rivet becoming disassembled from the plate. Investigation is in process but not complete. A follow-up report will be submitted upon completion. Device remains implanted in the patient.

Event description:
It was reported that during a 2-level acdf procedure performed on (B)(6) 2015, after bending the anterior cervical plate 2-level 37mm (acp237) it was noted by the sales representative that one of the locking rivets had moved over the screw hole. The representative instructed the surgical technician to move the tab so it was not interfering with the screw hole. The plate was then placed and screws inserted. When placing the locking tabs into the locked position it was noted by the doctor that the locking rivet was moving freely, without any tension (spinning freely). As the doctor felt that the screws all had good fixation in the bone, the plate was left in place. Bone wax was placed on the screw and over the hole prior to closing. The doctor indicated that he was concerned with the possibility of the locking rivet becoming disassembled from the plate in the patient.